Manufacturer narrative:
Though bsc has been in communication with the physician, he has yet to provide details of the reported bad outcome but has promised to provide them soon.

Event description:
It was reported that while the sales representative was in the operating room (or) with the physician for a different case, the physician mentioned that he had a bad outcome about 6 weeks ago that he needed to report. The physician was too busy at the time to provide details but did indicate that the patient is now fine. No further information is available.

Manufacturer narrative:
The device history record (DHR) could not be conducted as the lot number was not reported. The device was not returned for analysis so visual inspection and functional testing could not be conducted. Based on the information provided, the evaluation conclusion code known inherent risk of device was assigned as the most probable cause for the reported event.

Event description:
It was reported that while the sales representative was in the operating room (or) with the physician for a different case, the physician mentioned that he had a bad outcome about 6 weeks ago that he needed to report. The physician was too busy at the time to provide details but did indicate that the patient is now fine. Further information received from the physician indicated that under general anesthesia, the patient received 6 treatments to the prostate. The patient bad outcome was a colo-urethral fistula, diagnosed by urethrogram. The fistula was treated by foley drainage for one month; no medications were prescribed as a result of the fistula.

Event description:
It was reported that while the sales representative was in the operating room (or) with the physician for a different case, the physician mentioned that he had a bad outcome about 6 weeks ago that he needed to report. The physician was too busy at the time to provide details but did indicate that the patient is now fine. Further information received from the physician indicated that under general anesthesia, the patient received 6 treatments to the prostate. The patient bad outcome was a colo-urethral fistula, diagnosed by urethrogram. The fistula was treated by foley drainage for one month; no medications were prescribed as a result of the fistula.

Manufacturer narrative:
Fields updated: a1 patient identifier. A2 date of birth. A2 age at time of event. B3 date of event corrected to (B)(6) 2019. B5 describe event or problem. B7 other relevant history.